Event description:
Patient in the or for eye surgery. Phacoemulsifier foot pedal stopped working properly, procedure was aborted, eye was sewn shut and the patient sent to pacu. Another pedal was obtained from another institution.